Manufacturer narrative:
One opened and used sensor was inspected and the sensor was found retracted inside the sensor base. It could not be confirmed if the customer received the sensor damaged due to it being returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received sensor error alarms. The customer reported that the sensor electrode was too small. The customer's blood glucose was 208 mg/dl at the time of incident. The sensor will be returned for analysis.